Event description:
It was reported that the stapler is not clipping well. Additional information states: as per checking, the clip is not stable upon clipping.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73d1900084 was manufactured on 04/02/2019 a total of (B)(4) pieces. Lot was released on 04/09/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The stapler was received with 26 staples left in the cover block indicating that at least 9 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. On the second attempt, the staple was unable to form properly. The third staple fired properly but the fourth staple again was unable to form properly. The next two staples were also unable to form properly. However, the remaining staples fired properly. It could not be determined what prevented the stapler from consistently firing properly. No other defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the reported complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "stapler failure to function" was confirmed based upon the sample received. Upon functional inspection, 4 of the 26 remaining staples were unable to form properly. However, the remaining staples fired properly. The stapler was returned with 26 staples left in the cover block indicating that at least 9 staples were fired by the end user. No errors could be found in the assembly. Visistat staplers are 100% inspected during manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what prevented the stapler from consistently firing properly. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler is not clipping well. Additional information states: as per checking, the clip is not stable upon clipping.